Event description:
It was reported that during a lap gastrectomy, the outer seal and the sleeve housing came off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the cap separated from the base. Evidences of welding were noted on assembly area. No functional testing could be performed to evaluate the reported insufflation issues due to the returned condition of the device. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.